Event description:
It was reported by counsel as a result of a legal claim that allegedly during an orthopaedic surgery on (B)(6) 2025, the humeral cut protection plate was negligently left inside the patient's body which caused a laceration of the subscapularis tendon and required a subsequent surgery to remove the foreign object and to repair the tendon.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.